Event description:
Nurse reported customer being admitted to the hosp for dka. Md wants a rep/trainer out to trouble shoot the pump and set it up. Denies to do any troubleshooting over the phone. Advised would contact rep to call and arrange a meeting and explained to call 24hr helpline to troubleshoot.